Manufacturer narrative:
The technician found the brake and brake/steer casters were damaged and the caster supports as well. The technician replaced the casters and the caster supports to repair the bed.

Event description:
Info rec'd indicates, the brake is not holding.